Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the atrial lead connector could not be inserted into the atrial port of the pulse generator. The lead was removed.